Manufacturer narrative:
H10: the actual device was available for evaluation but not requested since six (6) sample pictures provided were clear enough to identify a maceration on the heparin tubing, which caused the leak. The reported condition was verified. The cause of the condition (maceration) was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a cartridge line, an external fluid leak was observed through the lower part of the cassette. There was no patient involvement. No additional information is available.